Event description:
Initial result for a patient potassium was 6.0 mmol/l. When repeated, the result was 4.1 mmol/l. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepant results.